Event description:
A malfunction alarm was reported, with the customer experiencing a blood glucose level that exceeded 500 mg/dl, indicated as "high." The customer administered a correction injection via multiple daily injections (mdi) and did not require third-party assistance. Technical support guided the customer in resetting the pump, which successfully resolved the issue without recurrence. The customer was informed to reach out again if the malfunction code appeared.